Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r0x0, implanted: (B)(6) 2015, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015,product type: implantable neurostimulator. (B)(4).

Event description:
The manufacture representative (rep) reported the trial was successful. When the healthcare provider (hcp) opened up the incision for the stage 2 procedure, they noticed discharge from the incision and the hcp labeled it as an infection. The lead was pulled out as a result. It was noted the infection was from the implantation of the device. Outcome remains unknown. Follow up was conducted to obtain additional information.

Event description:
Additional information from the manufacturers's representative (rep) reported that the infection was resolved.